Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 231 mg/dl. The customer¿s other blood glucose levels were 401 mg/dl, 407 mg/dl and 430 mg/dl. The customer was treated with manual insulin injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The insulin pump and the reservoir will not be returned for analysis.